Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2012, due to the vns "non-functioning". The explanted generator has been returned and is pending analysis.

Event description:
Further information from the physician indicates that the patient's generator battery is believed to be dead since the patient has had vns for many years. The patient is also not feeling stimulation anymore. The patient's increased seizures are possibly believed to be related to the vns/dead battery as the seizures had improved with vns and are worse again, per physician. The patient mainly has complex partial seizures and the increase is above pre-vns baseline levels, though the patient's wife indicates they have not really noticed an increase in seizures (which contradicts initial report). No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the seizures. The physician has referred patient for generator replacement, but it has not occurred to date.

Event description:
An implant card was received to the manufacturer indicating the lead impedance was within normal limits with the new vns generator and resident lead during the patient's (B)(6) 2012 generator replacement surgery.

Event description:
It was reported that the physician had trouble; interrogating the generator, though it was not stated that communication was not established at all. Also, the patient is having an increase in seizures. The patient and his wife are concerned about the battery life, but it is unknown if the device is at end of service. The patient's wife reports that prior to vns, the patient had approximately 2 seizures per week. After vns was implanted, he had 1 seizure every 2-3 months. However, in the past 2 weeks the patient had 4 seizures. He is currently on 3 aeds. Several medication adjustments were made over the years, but patient remained well controlled. Patient will be following up with a new physician as he is unhappy with current physician. Attempts for further information have been unsuccessful to date.

Event description:
Analysis of the explanted vns generator was completed. The generator was found to be at normal end of service. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.